Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to corroded keypad traces. Unable to verify for a21 alarm due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 66 mg/dl. The customer stated that the keypad was not responding to allow her to do anything. Troubleshoot for keypad anomaly. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.